Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: the keypad button cover was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were responsive to button presses. The keypad cover was removed and there was no evidence of contamination was found on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. The pump cover was removed and evidence of the moisture corrosion was found on the keypad connector and display board.